Event description:
Home patient (hp) reports switching supply bag to already spiked heater line of homechoice set while troubleshooting an alarm situation during automated peritoneal dialysis treatment. Hp ended treatment and did manual exchanges as instructed by baxter technician. No pt injury or medical intervention required per rn.